Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen was completely smashed and unable to see anything. Customer also reported that the insulin pump had damage on front of the screen and smashed when he was felled down. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.